Manufacturer narrative:
Based on the available info, this event is described is deemed a serious injury. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc - 2 pc stomahesive (sh) wafer w/flexible collar and this event is deemed possible because product use is temporarily associated with the skin where the problem the problem occurred. According to the end user, he currently uses water to wash the area, rinses/dries, applies protective barrier wipes, stomahesive strips, and then the wafer. Correct sizing and skin care technique were reviewed with the end user. No add'l event/pt details have been provided to date. A return sample for eval is not expected. Should add'l info becomes available, a f/u report will be submitted. A return sample for eval is not expected. (B)(4).

Event description:
End user states he has been using another convatec product for many years and had no issues. He began to use sur-fit natura 2 pc sh wafer w/flexible collar (125273) and noted that when applied, he developed denuded skin around the stoma. The issue occurred in the area a quarter inch from the stoma edge. The product was in use for 3 days.